Manufacturer narrative:
(B)(4): the devices have not been returned for evaluation. Evaluation - no testing methods performed.

Event description:
It was reported that three bipolar inserts had an electrical breach. There was no report of patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.